Manufacturer narrative:
Estimated dates: the UDI# is unknown because the part and lot numbers were not provided. The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported recurrent mr could not be determined. The reported patient effect of recurrent mr, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached: mitral regurgitation in acute decompensated heart failure.

Event description:
This is being filed to report the recurrent mitral regurgitation. It was reported through a research article identifying mitraclip that may be related to unfavorable long-term prognosis (recurrent mitral regurgitation). Specific patient information is documented as unknown. No additional information was provided. Details are listed in the attached article: reply: mitral regurgitation in acute decompensated heart failure.